Manufacturer narrative:
A draeger service rep performed an eval of the anesthesia machine and the device performed normally. The reported symptom could not be reproduced and was likely attributed to user error. As reported, the user increased the setting of the inspiratory pressure limiter. By having this limiter set at the lowest setting, the pressure would bleed off, not allowing for movement of the bellow to achieve the set tidal volume. By increasing the pressure limiter setting, the bellows would function normally.